Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during pulse field ablation (pfa) procedure a faradrive steerable sheath was selected for use. The faradrive sheath was reportedly prepped according to guidelines. Upon taking dilator out and attempting to aspirate before flushing, the physician noticed a notable amount of air bubbles. It was reported that air being sucked into the sheath could be heard via the valve on the end. The sheath was replaced with another faradrive sheath, and the procedure was completed successfully. No patient complications were reported. The sheath is expected to be returned for analysis.